Event description:
"Avea ventilator dx 0140 reportedly malfunctioned on the cardiovascular ICU (cv ICU) pt. Rn reported the avea ventilator pt data screen "went blank," no breaths were delivered to pt which caused the pt's o2 sat to drop. The ventilator alarm message noted "disconnect." Rn used ambu bag to ventilate the pt and the pt's oxygen saturation level stabilized. Respiratory therapist was notified and brought different ventilator (puritan bennet 840) to replace avea ventilator. Of not, the alarm message was noted "disconnect," different from current avea ventilator recall reporting equipment malfunction with alarm message "circuit occlusion" (recall notice posted 04/21/2015).